Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to an unclear rhythm event with suspected implantable cardioverter defibrillator (ICD) release. ICD control showed regular function and the ICD memory did not show a shock event. Electrocardiography (EKG) showed atrial flutter. Transesophageal echocardiography (tee) on (B)(6) 2018 showed a left atrial appendage (laa) solid thrombus. Due to the thrombus, no electric or medical cardioversion was possible. The patient's anticoagulation goal was an inr of 2 to 3. The event reportedly resolved on (B)(6) 2018 and the patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported events could not be conclusively determined. The patient remains ongoing on lvad support and no additional complaints have been reported at this time. Thromboembolism and cardiac arrhythmia are listed in the instructions for use (IFU) as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. Further, this IFU contains information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable manufacturing specifications. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.